Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the "hands-off" icon appeared and remained on the qcpr meter when the "pause" soft key would have been pressed. No adverse pt impact was reported.